Event description:
A 1.5 mm x 6 mm sprinter otw dilatation balloon catheter was inserted into a patient for the treatment of a proximal lad lesion. The lesion morphology was excessively tortuous with moderate calcification and 90% stenosis. It was reported that when the physician removed the device from the package, the balloon had a bulge. The physician inserted the device in the patient and advanced to the lesion site successfully. It was reported that the physician inflated the balloon to 2 atm when the balloon burst. The device was removed from the patient. No clinical sequelae were reported and the patient is fine.